Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead was implanted and the patient encountered premature ventricular contraction (pvc), the tip of the rv lead was then re-positioned in the apex. After rv lead was re-position device data revealed oversensing, high impedance and high threshold. Again the rv lead was re-positioned, and high impedance was encountered. Alligator cables and analyzer were replaced, yet impedance remained high. The rv lead was explanted and replaced, and no patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and no anomalies were found. (B)(4).